Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Poor image quality. There was no report of patient harm. The time of event is unknown. Not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the objective lens was dusty. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, we confirmed that the angle wire grinding ; however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated not to submit MDR. Correction information: h6: coding changed based on the investigation result. Additional information: h4: device manufacture date.